Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device migrated out of the pocket/incision site and the patient removed the device on their own. The device was replaced. No patient complications have been reported as a result of this event.